Event description:
It was reported that bd micro-fine¿ ultra¿ pen needle experienced a case of the cannula breaking off, and a case of being difficult to operate. The following information was provided by the initial reporter: the wife of a patient reports that only 6 insulin units can be injected with the pen needle. Afterwards, the needle is bent over and breaks off on the inside. A new pen needle must be used for the remaining insulin units.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-10-21 h6: investigation summary four open 32g x 4mm pen needle samples were returned from an lot. No. 0301623, cat. No.320141. Visual examination was carried out on the returned samples and photos and a bent non patient end of cannula was observed on three samples and broken non patient end of cannula was observed on the remaining sample. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As all samples returned were open it is not possible to confirm this defect to be manufacturing related.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd micro-fine¿ ultra¿ pen needle experienced a case of the cannula breaking off, and a case of being difficult to operate. The following information was provided by the initial reporter: the wife of a patient reports that only 6 insulin units can be injected with the pen needle. Afterwards, the needle is bent over and breaks off on the inside. A new pen needle must be used for the remaining insulin units.